Manufacturer narrative:
Reported events of over-sensing and interrogation problem was not confirmed. The device was above eri level upon receipt. Analysis performed did not show any anomalies that could contribute to the sensing or interrogation issue noted in the field. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise reversion and magnet mode, the right atrial (ra) lead exhibited inappropriate mode switch due to noise over-sensing, while the right ventricular (rv) lead showed noise over-sensing which led to pacing inhibition. It was suggested that there was insulation breach on both ra and rv leads. The pacemaker, ra and rv leads were explanted and replaced. The patient was stable throughout.